Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the light source is too dim on the blade and does not provide adequate visualization for intubation. No patient injury reported.

Event description:
The customer alleges that the light source is too dim on the blade and does not provide adequate visualization for intubation. No patient injury reported.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.